Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to unspecified reason. Additional information received stated that the ipp was no longer working du to a leak in the system.